Event description:
While hanging new bag of propofol infusion and tubing in alaris pump, tubing came apart at connection site. Nurse reprimed a new set of tubing, placed in IV pump and infusing without difficulty. Manufacturer response for intravenous infusion set, bd alaris pump infusion set (per site reporter). Care fusion notified of equipment failure at (B)(6). Email received from (B)(6) bd clinical customer specialist, file pr336133. Tubing to be sent to manufacturer via (B)(6) track# (B)(4) on (B)(6) 2019.